Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
We received a letter from bfarm with a user report regarding a broken scorpio femoral component.

Manufacturer narrative:
An event regarding a fracture involving a scorpio nrg cr femoral component left #11 was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis report concluded: the femoral component fractured through fatigue. The damage on the articulating surface of the insert was consistent with gouging from the broken femoral component. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: a clinical consultant indicated: x-rays dated (B)(6) 2008 show that the "components appear to be in grossly nominal position, however a suggestion of the femoral component being slightly internally rotated is noted. [...] X-rays dated (B)(6) 2015 are two ap¿s, a lateral and a patellar view of the left knee demonstrating a displaced fracture of the posterior medial femoral prosthetic condyle with radiolucency proximal to the posteromedial femoral component. The tibial component appears unchanged." The clinician concluded: cyclic loading of the medial femoral component at the junction of the unsupported posterior condyle with a well-fixed anterior portion of the component resulted in the inevitable fatigue fracture described in the material analysis report. There is no evidence of faulty manufacturing or material factors contributing to this clinical situation. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that the femoral component fractured through cyclic loading of the medial femoral component at the junction of the unsupported posterior condyle. There is no evidence of faulty manufacturing or material factors contributing to this clinical situation. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
We received a letter from (B)(6) with a user report regarding a broken scorpio femoral component.